Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported inability to remove the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the gripper line was attributed to the gripper line being caught on the frictional element; however, a cause for this interaction could not be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems are filed under separate medwatch report numbers.

Event description:
This is filed to report that the gripper line of the clip delivery system (cds 70210u212) could not be removed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. Three clips were implanted. During use with the fourth clip delivery system (cds 70210u212), the gripper line removability test was performed, but the gripper line could not be moved. The clip was opened, but the line still did not move. The clip was not implanted and the cds was removed and replaced. One additional clip was implanted. The sixth cds (61215u151) was advanced to the mitral valve; however, the puncture was unfavorable; therefore, the cds was removed. After removal, it was noted that the coating was worn down; therefore, the cds was no longer used and was replaced. Seven clips were implanted. After the last clip (70111u144) was implanted, the mr increased to 4 due to a new prolapse after clip implantation. The patient was sent to mitral valve replacement surgery. No additional information was provided.